Event description:
Pain and swelling [aching (l) knee]. Pain and swelling [swelling of l knee] . Aspiration [effusion (l) knee] . Case narrative: the case is cross-linked to (B)(4).initial information received from united states on 25-oct-2019 regarding an unsolicited valid serious case received from a healthcare professional. This case involves a 65 years old female patient who experienced pain and swelling, aspiration (latency: unknown), while she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medication was provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate, injection via intra-articular route once at a dose of 6 ml (lot -9rsl010, expiration- 31-mar-2022) used for knee pain in left knee. On an unknown date in (B)(6) 2019, after unknown latency, patient had pain and swelling. Patient was brought back in office on 18-oct-2019, the next day, aspiration was done, and cortisone injection given. (Seriousness criteria- intervention required). Patient was doing better action taken: not applicable for all events. Corrective treatment: cortisone injection for pain and swelling; aspiration and cortisone for the knee aspirated. Outcome: recovering/resolving for all events. A product technical complaint was initiated for synvisc one (lot: 9rsl010) on (B)(6) 2019with global ptc number (B)(4). The production and quality control documentation for lot 9rsl010 expiration date (mar-2022) was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 9rsl010 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 05-nov-19 there were 6 complaints on file for lot 9rsl010 and all related sub-lots. 6 complaints were on file for lot 9rsl010: (1) package damaged, (1) plunger defect, (1) foreign matter, (4) adverse event report. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. Final investigation completion was (B)(6) 2019. Additional information was received on 05-nov-2019 by other healthcare professional. Global ptc number and ptc results were received and text amended accordingly.

Event description:
Pain and swelling [aching (l) knee], pain and swelling [swelling of l knee], aspiration [effusion (l) knee]. Case narrative: the case is cross-linked to (B)(4) (cluster). Initial information received from united states on (B)(6) 2019 regarding an unsolicited valid serious case received from a healthcare professional. This case involves a (B)(6) years old female patient who experienced pain and swelling, aspiration (latency: unknown), while she received treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate, injection via intra-articular route once at a dose of 6 ml (lot -9rsl010, expiration- 31-mar-2022) used for knee pain in left knee. On an unknown date in (B)(6) 2019, after unknown latency, patient had pain and swelling. Patient was brought back in office on (B)(6) 2019, the next day, aspiration was done, and cortisone injection given. (Seriousness criteria- intervention required). Patient was doing better. Action taken: not applicable for all events. Corrective treatment: cortisone injection for pain and swelling; aspiration and cortisone for the knee aspirated. Outcome: recovering/resolving for all events. A product technical complaint was initiated and results were pending for the same.